Event description:
Reported that during an emergency placing a transevernous pacer, 2 different packages were found to have cracked balloons rendering them unusable. Replaced with another package that was fine with no compromise to the pt.